Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the nurse that the patient has a tri-funnel feeding device that is not allowing a snug fit with the enfit feeding bag adapters. She feels that the new transition adapters are not staying connected when the pump is active. Leaking occurs when the bag is attached, unless the pieces are taped together. Nurse inquired about bags with the ¿barbed¿ ends. An option was given regarding another manufacturer feeding pump. Nurse was advised by medical services to contact the healthcare professional as the tri-funnel may need to be replaced.